Manufacturer narrative:
Since the subject device was not returned to omsc, it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However omsc surmised the improper and inadequate cleaning and disinfection might be occurred. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device had been reprocessed without the connecting tube (maj-2358) which used when it reprocessing with an olympus automated endoscope reprocessor model oer-6 (not available in the USA). After it happened, the subject device was used for the cases, but the specific numbers of cases are unknown. At that time, there had been no reports of any patient harm with using the subject device. The cause was that oer-6 was delivered on (B)(6) 2021, but maj-2358 was not delivered at that time. The cause of why this occurrence was happened was no delivery the connecting tube (maj-2358) when oer-6 was delivered on (B)(6) 2021. This malfunction circumstances: oer-6 had delivered on (B)(6) 2021 with forgetting shipping together of the connecting tube (maj-2358). At that time, it was realized that there was no connecting tube (maj-2358), then the representative of olympus arranged the connecting tube (maj-2358) to deliver before the first use. However it had been taken the time to deliver the connecting tube (maj-2358), it was possible that the user reprocessed the subject device without the connecting tube (maj-2358) and before it arrived. There was no patient injury associated with this report.